Manufacturer narrative:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply connector. The las tpt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply connector. The last pt to use this charger/modem did not report any deficiencies.